Manufacturer narrative:
This report is submitted on march 23, 2022.

Event description:
Per the clinic, the patient experienced burning and irritation around the implant site (specific date not reported) and subsequently the patient was treated with topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.